Event description:
Event description boston scientific crm received information that these transvenous pacing and defibrillation leads became dislodged. It was reported that the patient has twiddlers syndrome, and twisted the device in the pocket, which subsequently caused the leads to dislodge. The physician elected to explant and replace both leads. To date, there have been no reported patient symptoms associated with this clinical observation.